Manufacturer narrative:
The patient remains stable on bivad support. It was reported that the internal battery was recently changed. After the event the hospital's biomed performed an annual preventive maintenance, which included changing the internal battery. After the annual preventive maintenance was performed by the hospital a manufacturer technical service technician completed a functional check of the unit and all tests passed. The internal battery was not available for analysis and appears to have been the cause of this event. The unit has been returned to service without any further issues. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a bi-ventricular assist device (bivad). It was reported by the biomed engineer that the dual drive console (ddc) shut down when unplugged from the wall. The patient was then switched to a back up ddc and the back up shut down also. Consequentially, the patient was switched to a back up driver with out further incident.